Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd luer-lok¿ syringe there was an issue with scale marking. There was no report of injury or further medical intervention.

Manufacturer narrative:
Due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: device returned to manufacture: yes.

Event description:
It was reported with the use of the bd luer-lok¿ syringe there was an issue with scale marking. There was no report of injury or further medical intervention.

Manufacturer narrative:
Investigation summary: a photo and a sample were provided for evaluation. Both the sample and photo had skewed print therefore failure mode is verified. Skewed print can be caused by a misalignment of the load fingers or chains that press the syringe into the printing pad. This misalignment can be caused by a jam in the printer. No corrective actions at this time, defect rate is within allowed quality limits per bd¿s specifications. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: skewed print can be caused by a misalignment of the load fingers or chains that press the syringe into the printing pad. This misalignment can be caused by a jam in the printer.

Event description:
It was reported with the use of the bd luer-lok¿ syringe there was an issue with scale marking. There was no report of injury or further medical intervention.